Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
The product has since been explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received two inappropriate shocks when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) while riding their bike resulting in the patient to fall and break their shoulder, ribs and wrist. Oversensing of noise resulted in the shocks. No changes were made, the system remains implanted. No additional adverse patient effects were reported. Boston scientific technical services (ts) reviewed the case and confirmed changes in morphology. An x-ray was needed and additional testing to perform to determine the root cause of this case. Additional information noted that this patient experienced a pneumothorax, lung infection, and a problem with the scapula. The device has been deactivated at this time, and the physician was focusing on the patients other injuries.